Manufacturer narrative:
As reported in the literature article by, mazzaccaro d, berti f, antonini l, pennati g, petrini l, migliavacca f, nano g. Biomechanical interpretation of observed fatigue fractures of peripheral nitinol stents in the superficial femoral arteries through in silico modelling. Med hypotheses. 2020 sep;142:109771. Doi: 10.1016/j.mehy.2020.109771. Pmid: 32408069, follow-up data showed a stent fracture causing vessel occlusion in one of the 9 patients implanted with a smart flex stent delivery system. The devices remain implanted in the patient; therefore, they are not available for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. Vascular occlusion is a blockage of a blood vessel, usually with a clot (thrombus) and is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The events reported could not be confirmed as the product was not returned for analysis and procedural images were not received, and no determinations could be made. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the stent occlusion reported. However, patient factors and pharmacological factors are likely. Without a lot number to conduct a phr review, it is not possible to determine if the reported event could be related to the manufacturing process. However, as there is no indication that the event was related to a design or manufacturing issue; no corrective or preventative actions will be taken at this time.

Event description:
As reported in the literature article by, mazzaccaro d, berti f, antonini l, pennati g, petrini l, migliavacca f, nano g. Biomechanical interpretation of observed fatigue fractures of peripheral nitinol stents in the superficial femoral arteries through in silico modelling. Med hypotheses. 2020 sep;142:109771. Doi: 10.1016/j.mehy.2020.109771. Pmid: 32408069, follow-up data showed a stent fracture causing vessel occlusion in one of the 9 patients implanted with a smart flex stent delivery system.